Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on every time. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on every time. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service provider evaluated the customer's device and verified the reported issue. The interface pcba was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.